Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was a loading error and lens did not unfold correctly. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).